Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular reentrant tachycardia (avrt) with an ez steer¿ thermocool® nav bi-directional catheter and suffered a heart block av requiring surgical intervention. Pathway ablation was successfully completed. During ablation, when the physician turned pacing off, the patient went into complete heart block. A permanent pacemaker was implanted. Patient was reported to be doing well at the time of the follow-up visit. There is no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/9/2018. The failure analysis lab (fal) noted finding a ¿discoloration (pink in color) found under peek housing, however, no visual damages.¿ the finding has been assesses as a cosmetic issue and not a reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 5/28/2018, additional information was received regarding the location of this facility. The facility name is (B)(6). As such, initial reporter city has been corrected from (B)(6) to (B)(6). Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrioventricular reentrant tachycardia (avrt) with an ez steer¿ thermocool® nav bi-directional catheter and suffered a heart block av requiring surgical intervention. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Product evaluation summary: the returned device was visually inspected and discoloration was observed on peek housing, however, no visual damages. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the discoloration peek housing could be related to the procedure. Manufacturer¿s ref # (B)(4).